Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath , product type: catheter.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient who received an unspecified medication type, concentration, and dose via an implantable synchromed ii pump for an unspecified indication. It was reported that a patient with a pain pump in situ had been brought into the hospital with suspected meningitis. They want to get cerebrospinal fluid (csf) from the patient through image guidance because they are not a pump hospital and were unsure and not happy with taking it from the catheter access port. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The name of the initial reporter was received. It was noted that the hcp did not want to take this any further; no additional information was expected from the hcp.